Event description:
A report was received that the patient was experiencing loss of stimulation due to high impedance. The patient will undergo a revision procedure wherein the lead will be replaced. No device malfunction suspected.

Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing loss of stimulation due to high impedance. The patient will undergo a revision procedure wherein the lead will be replaced. No device malfunction suspected.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model#: sc-2218-50, serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm; model#: sc-3400-30, serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing loss of stimulation due to high impedance. The patient will undergo a revision procedure wherein the lead will be replaced. No device malfunction suspected.